Event description:
The following has been reported: biomed reported: maintenance alarm observed in ims. Waiting for confirmation of no patient harm and if issue stopped active infusion. Waiting for biomed to turn pump on to get logs. Logs added and biomed confirmed no patient harm. 3/11/24 - biomed reported pump now working correctly. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av sticky valve) an active infusion was delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.